Event description:
It was reported that two days after surgery the patient developed serratia gram negative rod infection with implant of an intraocular lens (iol). Surgery center is checking everything to include instruments, lens, and cartridge. Further information indicated that the patient is being treated with antibiotics. It was stated that the lens remains implanted and that the patient has no vision in their left eye. No further information was provided. A separate MDR is being filed for the intraocular lens used in the procedure.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
All process operations presented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) was generated when this production order was manufactured. The sterilization record was reviewed and was found in compliance with the sterilization process parameters. The biological indicators test was evaluated for the sterilization cycle and no growth was observed. Environmental monitoring records were reviewed for the time period when this production order was processed, and no environmental action was found for the cartridge room. There were no process and / or material changes within the production order. During the manufacturing record review of the production order for this lot number, no deviation or assignable cause was identified. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.